Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on 3(B)(4) 2018 with the following findings: on investigation, the pump powered on normally and was exercised for 24 hours without any issues. At the end of the exercise, the total daily doses added up to correctly reflect the programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms, warnings or delivery interruptions occurred during the investigation. The pump was found to be operating as intended without malfunction. Investigation did not duplicate the inaccurate delivery complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 555 mg/dl with polydipsia. The patient reportedly discontinued insulin pump therapy and began an alternate insulin delivery method with blood glucose adjusting back to normal range. The reporter alleged a delivery issue with the pump. Troubleshooting of the pump was not possible at the time this complaint was received. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with inaccurate delivery.